Event description:
The initial reporter stated taht " a patient with a lap-band system had a reoperation, removal of band - erosion". The pt was examined by the surgeon due to a complaint that the last adjustment didn't produce the expected restriction. The surgeon injected contrast media into the band and there was no return therefore he concluded that the band was damaged and he scheduled the pt for a band replacement operation. During the surgery the erosion was detected. There was no deterioration of the pt's health reported in association with this incident.